Event description:
The customer reported feeling that the pod tried to reinsert the cannula about a day and a half after the pod was activated and had initially inserted the cannula. The customer's blood glucose reached as high as 371 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.